Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. E.1 initial reporter facility: (B)(6) hospital upon investigation of this incident, a technical support specialist confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 4 devices with download delayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.